Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a compromised force sensor alarm during infusion set change. Customer had blood glucose readings of 369 mg/dl and 66 mg/dl. Customer did not treat low blood glucose levels but did treat high blood glucose levels with manual injection. Troubleshooting was performed for compromised force sensor alarm and it was found that the drive support cap was sticking out. After troubleshooting, customer was advised that insulin pump would need to be replaced.